Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-735b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits signs of melting, minor scratch marks, and mild contamination. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using two surgical fibers during a prostate procedure, both were replaced do to the fiber tip shifting (rotating), preventing further use without overheating of the fiber. The first surgical fiber was replaced after 5 minutes, 50,000 joules of use. The second fiber was replaced after 14 minutes, 144,288 joules of use. The procedure was completed using a third surgical fiber without problems for the patient - there was no injury reported. This event is for the first surgical fiber used.